Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, after the introduction of the device and inflation with the needle, the balloon burst inside the patient. A second device was used, however, the same issue occurred. A third device was used to complete the procedure. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.